Manufacturer narrative:
Initial reporter address: (B)(6) hospital. (B)(4). A visual evaluation of the returned flexima delivery system was performed. A visual evaluation noted that the stent was loaded on the delivery system when received. A guidewire was loaded on the delivery system when received, however the guidewire could be removed from the delivery system, when the guidewire was removed from the delivery system it was retracted together with the guide catheter resulting in the stent deployment. The guide catheter was kinked in several locations, also the proximal section of the guide catheter was stretched and broken. The push catheter was bent in several locations. The suture hole was torn. Even though a functional inspection was not performed, findings from visual assessment indicate that likely there were issues to deploy the stent during procedure. The reported event was confirmed. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kinking/bending of the catheters. Once the catheters are bent/kinked this can result in difficulty retracting the guide catheter during stent deployment due to friction at the kinked areas. Continued attempts to retract the guide catheter can stretch it. This can result in the guidewire becoming caught in the guide catheter, and force to remove the guidewire and to release the stent can tear the suture hole and break the guide catheter. This would result in issues deploying the stent. Therefore the most probable root cause for this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was not able to deploy successfully as it won't released from the pusher. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Block e1 (initial reporter address 1, initial reporter city, initial reporter zip/post code) has been corrected. Block h6: device code 1069 captures for the reportable investigation results of guide catheter broke. Block h10: a visual evaluation of the returned flexima delivery system was performed. A visual evaluation noted that the stent was loaded on the delivery system when received. A guidewire was loaded on the delivery system when received, however the guidewire could be removed from the delivery system, when the guidewire was removed from the delivery system it was retracted together with the guide catheter resulting in the stent deployment. The guide catheter was kinked in several locations, also the proximal section of the guide catheter was stretched and broken. The push catheter was bent in several locations. The suture hole was torn. Even though a functional inspection was not performed, findings from visual assessment indicate that likely there were issues to deploy the stent during procedure. The reported event was confirmed. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kinking/bending of the catheters. Once the catheters are bent/kinked this can result in difficulty retracting the guide catheter during stent deployment due to friction at the kinked areas. Continued attempts to retract the guide catheter can stretch it. This can result in the guidewire becoming caught in the guide catheter, and force to remove the guidewire and to release the stent can tear the suture hole and break the guide catheter. This would result in issues deploying the stent. Therefore the most probable root cause for this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was not able to deploy successfully as it won't released from the pusher. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.